Manufacturer narrative:
One opened coaxial I/a handpiece, in a protector tray, in a blister was returned for the reported issue of bent tip. The returned sample was visually inspected and was found to be non-conforming with the tip attached to the coaxial I/a handpiece observed to be bent where metal cannula comes out of over molded plastic. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be non-conforming visually for bent tip; therefore, the reported issue as described in the complaint was confirmed. How and when the I/a tip became damaged cannot be determined from this evaluation; however, a manufacturing related issue cannot be ruled out. All I/a tips are 100% visually inspected prior to being released from the manufacturing facility. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic surgical irrigation and aspiration tip was found to be bent before cataract surgery. The surgery was completed on the same day after replacing the product with another one. The details of patient impact was not reported.